Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, pump battery was observed to be depleting quickly. The customer¿s blood glucose level was 196 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.